Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced arrhythmias of non-sustained ventricular tachycardia (nsvt) and premature ventricular contractions (pvc). The leadless implantable pulse generator (ipg) exhibited a pacing problem with loss of capture. During the retrieval procedure, the ipg was visualized as dislodged and had migrated to the pulmonary artery. A snare was used to remove the ipg. No further patient complications have been reported as a result of this event.